Event description:
The plaintiff's atty alleged that the pt experienced a cardiac arrhythmia and expired the same day. These claims were allegedly caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.